Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that is operating without cyclical airflow. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.